Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR# 2134265-2010-05827. It was reported that during a stenting treatment procedure, patient death occurred. The 80-100% stenosed, 3.2x42mm, eccentric, de novo lesion being treated was located in the non-tortuous, mildly calcified left anterior descending (lad) artery. Access was obtained through the femoral artery. The lesion was predilated with a 2.5x20 non-bsc balloon in the proximal to distal lad, 65% stenosis remained. Then 'angiographic control" was performed, which identified "a good opening of the places of the plaque". Ivus was performed with an atlantis sr probe. The physician decided to place stents in the mid and distal lad. A 2.50x24mm taxus liberte stent was deployed in the distal portion. The physician attempted to deploy a 3.00x32mm taxus liberte stent in the proximal portion. Inflation difficulties were experienced. The balloon was inflated to 12 atms. The physician attempted to deflation the balloon, but the diluted contrast material stayed inside the balloon and the balloon would not deflate. Negative pressure was applied three times to deflate the balloon, without success. Fluoroscopy performed during the negative pressure attempts identified the balloon was still inflated. More than a minute had passed and the patient's "cardiac frequency" was decreasing. A temporary pacemaker was placed, but the patient was exhibiting hemodynamic deterioration. The physician attempted to remove the inflated balloon but the mach1 guide catheter "went through the artery by applying some force to the balloon, apparently the balloon was stacked with the stent". The guide catheter did not dissect or perforate the vessel. The physician rearranged the mach1 guide catheter and tried again to deflate the balloon with negative pressure, without success. The patient's arterial pressure was 70/40. The physician was able to successfully remove the whole system. The guide catheter was rearranged and an injection was performed which allowed the physician to visualize the artery was opened, but with a loss of a septal and a diagonal (dx)artery. The patient began experiencing electromechanic dissociation with cardiogenic shock. The physician attempted to cross the diagonal with an unknown device, but was unsuccessful. The patient began experiencing ventricular fibrillation. External defibrillation was performed, twice at 360j, getting out from the pacemaker rhythm. The dissociation continued, due an electric spike, but angiography revealed the heart was not moving. Death was determined after basic and advanced cardiopulmonary techniques were performed for 30 minutes. Flow in the lad was timi I-ii. The physician believes that removing the inflated balloon moved plaque to the proximal portion of the lad, occluding the dx artery and a septal, which contributed to the event. The physician reported the contrast medium used for the balloon inflation may not have been correctly diluted.